Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. Device manufacture date - unknown since product lot number is unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon called and reported suction loss with one second remaining in treatment. Surgeon wanted instructions to do a sidecut only on a intralase fs2 for the patient. However, we discussed instructions for side cut only. I will email him the quick guide for the fs2. He noticed etching in the glass on the cone and recognized a side cut on the patients cornea. It was reported that surgeon was able to lift the flap and delivered excimer treatment with no issues.